Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. Most likely underlying root cause: environmental testing conditions. The complaint is reported by a distributor in (B)(6) on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer from (B)(6) reported to the distributor on (B)(6) 2016 the following complaint: low results. All results are wrong. It always measures under 50 mg/dl. The strips in this vial are always not working properly. It shows severe hypoglycemic and there is no any error message in the meter preventing the whole system is failing. It appeared in (B)(6). Test strip expiration date is 04/24/2018.